Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available at this time as contact information has not been provided. Reason for reoperation: risk of developing bia-alcl and developing bia-alcl.

Event description:
Patient representative reported that patient "has suffered pain, suffering, disability, impairment, disfigurement, increased risk of developing cancer, invasive and morbid surgery and treatment, loss of enjoyment of life, and economic damages. The patient's injuries and damages are permanent." Patient was diagnosed with bia-alcl in right breast." Pathological markers of cd30+ and alk- have not been reported or confirmed. Treatment details have not been provided. This record is for the right side. The device has been explanted.